Event description:
It was reported that needle driver instrument did not work anymore. No further information was available. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one grip is broken off at the base and broken piece was not returned. Grip fractured where the arm meets the hub. The other grip is not damaged. The instrument has 1 use left. Additional findings revealed black tube insulation is damaged at the distal end. Insulation is gouged in various places and has a .094 x .149 missing piece. Metal shaft is exposed as a result. Evidence was not conclusive, but damage is likely due to misuse. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. 62 - the instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.